Manufacturer narrative:
Insulin pump received with no down, center and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test due to buttons not responding. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's middle button was malfunctioning and did not click. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that buttons were started responding. No harm requiring medical intervention was reported. The device was returned for analysis.